Event description:
The consumer reported to experience an eye infection (od) and is now on drops to control the infection. In the absence of medical information, this event is being reported in abundance of caution.